Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user requested drawer or side panel removal to retrieve diazepam tablets. A field service engineer (fse) recovered the medication from behind the front plate of the drawer and returned it to the pharmacy, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es request was made to remove the drawer/side panel to retrieve diazepam tablets that had fallen inside the device. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.